Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when preparing the pressure monitoring set for a hemodynamic monitoring procedure, the tubing detached from the drip chamber. The pm set was exchanged with no additional consequences to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint was confirmed. The root cause is attributed to the manufacturing process. A review of the device history and complaint database could not be performed since the lot number was not provided.